Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer continued to use current pump for insulin therapy. Customer¿s blood glucose was 224 mg/dl.